Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered code 1007 due to capacitor charge time exceeding limitations. There were found to be 2 charge times greater than 30 seconds. The patient also reported to have received a shock from their device and the code 1007 was observed during device interrogation. It was recommended that the product be explanted and replaced. It was also discussed that the right ventricular (rv) lead could potentially be damaged due to short circuit during shock delivery. The patient was hospitalized and the replacement procedure has already been scheduled. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered code 1007 due to capacitor charge time exceeding limitations. There were found to be 2 charge times greater than 30 seconds. The patient also reported to have received a shock from their device and the code 1007 was observed during device interrogation. It was recommended that the product be explanted and replaced. It was also discussed that the right ventricular (rv) lead could potentially be damaged due to short circuit during shock delivery. The rv lead was confirmed to be a non-boston scientific product. The patient was hospitalized and the replacement procedure has already been scheduled. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported. The crt-d is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered code 1007 due to capacitor charge time exceeding limitations. There were found to be 2 charge times greater than 30 seconds. The patient also reported to have received a shock from their device and the code 1007 was observed during device interrogation. It was recommended that the product be explanted and replaced. It was also discussed that the right ventricular (rv) lead could potentially be damaged due to short circuit during shock delivery. The rv lead was confirmed to be a non-boston scientific product. The patient was hospitalized and the replacement procedure has already been scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded. The device triggered replacement indicator while implanted and recorded numerous charge timeouts after the lead shorted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare replacement indicator because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered code 1007 due to capacitor charge time exceeding limitations. There were found to be 2 charge times greater than 30 seconds. The patient also reported to have received a shock from their device and the code 1007 was observed during device interrogation. It was recommended that the product be explanted and replaced. It was also discussed that the right ventricular (rv) lead could potentially be damaged due to short circuit during shock delivery. The rv lead was confirmed to be a non-boston scientific product. The patient was hospitalized and the replacement procedure has already been scheduled. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported. The crt-d is expected to be returned for analysis. The device was returned for analysis.